Manufacturer narrative:
Concomitant medical products: 0184 boston scientific lead, implanted: (B)(6) 2013; dtbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance alert triggered on the right ventricular (rv) coil and superior vena cava (svc) coil portions of the lead. The doctor decided to turn the shocking portion of the lead off, and convert to cardiac resynchronization therapy pacing only. The rv lead remains in use. No patient complications have been reported as a result of this event.